Event description:
On (B)(6) 2013, it was reported that this vns patient was feeling painful stimulation for an unknown reason and was referred for surgery. Follow-up with the physician indicated that the patient began on (B)(6) 2103. The patient's last programming change had been on 11/26/2102. No recent patient manipulation or trauma occurred that is believed to have caused/contributed to the event. The patient's device was disabled. The patient was at the electrode site. The patient was having her vns replaced to have the discomfort reduced. X-rays were taken but have not been provided to review. The patient underwent full revision on (B)(6) 2013. An implant card received on (B)(4) 2013 reported that this was due to a lead fracture. Follow-up with the surgeon showed that x-rays were taken prior to surgery, and a lead fracture was identified. No other additional information was available. The explanted devices were discarded.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.